Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt340 adult dual-heated evaqua breathing circuit was causing the mr850 to alarm when the heater wire adaptor was connected. This was found during the setup check and prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory heater wires were resistance tested using a calibrated multimeter. Results: the resistance test revealed that the inspiratory heater wire was out of specification. No fault was found with the expiratory heater wire. Continuity testing and visual inspection revealed that the open circuit in the inspiratory heater wire was located near the heater wire retainer. A lot check revealed one other complaint of this nature for lot 130814. Conclusion: we are unable to determine what may have caused the observed damage on the inspiratory heater wire. Resistance tests and visual inspections are performed on all breathing circuits during production. Any circuit that fails is rejected. This suggests that the heater wire became open circuit after it was released for distribution. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms".